Event description:
A report was received that the patient was having pain and tenderness at the pocket site. The physician recommended an explant procedure.

Manufacturer narrative:
Additional information was received that the patient has not decided yet if she wants to have a revision or not. No further course of action will be taken at this time.

Event description:
A report was received that the patient was having pain and tenderness at the pocket site. The physician recommended an explant procedure.